Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01308 / 01310).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 allegedly due to pain, tissue and bone destruction, and elevated metal ion levels. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening, pain, corrosion at the head and neck junction, tissue/bone destruction, elevated metal ions and metallosis. The operative notes confirm that the acetabular cup, femoral component, taper adapter and modular head were removed and replaced with competitor product. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012, allegedly due to pain, tissue and bone destruction, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01308/ 01310 & 2013-02929).